Manufacturer narrative:
The lead was explanted and returned due to unknown malfunction. As received, a complete lead was returned cut in two pieces with the helix retracted and clogged with blood/tissue. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that patient's right ventricular (rv) lead was explanted next day of implant. For unknown reason. The patient status was unknown.